Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that during use with the charged battery, the equipment turns off. No consequences or impact to patient were reported.

Manufacturer narrative:
Visual inspection of the device revealed no external damage. The device was able to power on using dc and ac power through the customer-provided docking station. The device remained powered on when undocking and docking. The device was not able to obtain readings because a few seconds after powering up, the screen blanked out and the unit entered an error mode state, known as a "watchdog alarm." In this alarm state, the unit is unable to engage in patient monitoring. Internal inspection isolated the issue to a component (u21) of the system board. In addition, the pogo pins are very stiff, potentially causing communication issues with the docking station. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6).